Event description:
Since the winter of 2021, I've been having sinus problems and ear problems along with dizziness and headaches. I've been to several different specialists to try and diagnose the problem but so far, no one has been able to pinpoint what is happening. I've been keeping a written record of my symptoms so that I don't forget what happened and when. I've seen two different ents, a physical therapist, an endodontist and an oral surgeon, all who have had normal findings. I've had several CT scans of my head and everything looks normal except for a thickening of my mucosal lining on the right side of my sinus space. I stopped using my phillips dream station machine around that time because it appeared to make the dizziness significantly worse. I have been using an oral appliance to treat my sleep apnea for years now but continue to have issues with my sinuses, dizziness and irritation of my airways since this time. From time to time, I have attempted to use my CPAP because I really did get better apnea correction with it. Every time I have attempted to use it, I have suffered dizziness and severe headaches. It never occurred to me until now that my recalled machine could have caused these problems. I feel the need to report my situation to the FDA because as the years go by, it is entirely possible that health issues will be reported and that we are just seeing the tip of the iceberg. Of note, I was using an ozone cleaner with my CPAP machine and would find black specs in the filter of the machine. I used to wonder if it was some charcoal being pulled out of the filter or something, but seeing people report this has triggered my memory about my finding. I still continue to seek answers to my health issues and have an appointment to see another ent in my new city and plan to ask for an MRI and possibly an exploratory scope to see if there are any physical changes to my nasal mucosa that might be related to degraded foam. Have had 1 CT scan and two cone beam scans.